Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 02/11/2010, the pt reported that over the past 5 years, she has developed 3 infections on her abdomen while using the infusion set. She stated that she did receive treatment as a result of the infections (type of treatment not provided). She has scar tissue due to the infections. She was advised by her diabetes educator to use sites away from scar tissue. No product was requested to be returned for evaluation.